Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a screw coming out of the controller back panel was not confirmed. Initial inspection of the returned hm3 system controller, serial (B)(6), did not show any missing, unsecured screw, or deformation at the back panel. The screws continued to be secure on the back panel and did not come out after removing the back panel from the controller. The back panel was put back onto the controller without any issue. The controller was functionally tested and connected to a mock circulatory loop for an extended period of time without any issue. The controller functioned as intended during the analysis. A root cause of the reported event was not determined though this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii patient handbook section, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-05565. It was reported that during the pump preparation and prior to submerging the pump into the priming solution, the perfusionist stated the o-ring was not properly seated in the pump. It was attempted to push the o-ring back into position without success. A new pump was opened and the o-ring was confirmed to be seated properly and pump prep continued as normal. Additionally, at the end of the heartmate 3 (hm3) implant, prior to leaving the operating room, the back of the system controller was removed to insert the backup battery. A screw came out and did not remain in the back panel of the system controller as expected. Due to this, the system controller was changed to their backup, which already had the backup battery installed, without issue.